Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When power was applied, the cable began to burn near the end that connected to the generator and the cable shorted out and separated at that point. No injuries were reported.